Event description:
The report received from another country's affiliate indicated during pci of a totally occluded de novo and heavily calcified lesion with moderate vessel tortuosity in the proximal lad, a runthrough ns guidewire crossed the lesion and pre-dilation was conducted with a 1.25mm ryujin 1.25mm and a 2.5mm sprinter balloon. Then a 2.5x18mm cypher stent was delivered to the target lesion and inflated at 12atm for 30sec, but the stent would not fully expand and the balloon became dog-bone shaped. Therefore, the sd was retrieved from the patient. There was no anomaly observed while it was being deflated. When the sds was inflated outside the patient, it expanded as per normal, and no leakage was observed. Then post-dilation and ivus were conducted and two cypher stents were additionally implanted. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that the possible cause of the event might be the strong mounting of the stent on the balloon. There was no difficulty removing the product from the hoop. The device prepped normally.

Manufacturer narrative:
Another co's iopamidol contrast was used at a 2:1 contrast to saline ratio. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received, will be submitted within 30 days upon receipt.